Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4) was troubleshooting with tech on manual wheelchair, no model or serial number given. When the elevating legrest raises it falls back down will not lock into place in the up position. He has not seen chair yet. Howard needs to inspect chair and call back per tech service. Howard hung up before being transferred to complaint team. The caller has no further information to provide.